Manufacturer narrative:
(B)(4). This event has also been submitted by the reporter under maude report number mw5064165.

Event description:
As per maude report received: "caller had a hernia repair in 2005. In 2010 she had a revision surgery for the hernia. Parioetex composite mesh by united states surgical was implanted. The manufacturer is now under the name covidien. On 2016 caller was rushed to the hospital due to an abscess that had pieces of mesh impacted. The caller had 2 surgeries to remove the mesh from the abscess and a fistula was formed. Caller reported she is now at home with an open wound, a PICC line, tpn, and colostomy bag, awaiting 2 more surgeries to completely remove the abscess and mesh."